Event description:
The customer reported that he undertook revision of an exeter mitch combination.

Manufacturer narrative:
Reported event: an event regarding revision involving an exeter stem was reported. The event was not confirmed. Method & results: device evaluation and results: the device was returned for evaluation. Damage consistent with in vivo use and explantation damage is visible on the device. Clinician review: no medical records were received for review with a clinical consultant . Device history review: indicated all devices accepted into final stock from the reported lot were free from discrepancies.   Complaint history review: there have been no other similar events for the reported lot. Conclusion: the event could not be determined because insufficient information was provided. Additional information including pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The mitch trh acetabular system components are OEM devices. Stryker orthopaedics is not the legal manufacturer of the mitch devices and does not have reporting responsibilities. Catalog numbers and lot codes of OEM devices listed in this report: mmh-9988-0446 mitch trh md hd sz 46-4 mitch 1 fm065964. Mac-9988-4652 std mitch trh cp sz 46/52 1 fm059205. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The customer reported that he undertook revision of an exeter mitch combination.